Manufacturer narrative:
Three samples were received including the inserters, sutures and suture loops. The hex portion of the bio-implants were received. Upon removing the implant hexes from the inserters the implants broke into pieces. No problems were found with the other items received. The investigation revealed the bio-implants expired 2 years prior to this event. The directions for use clearly state the product cannot be used after the expiration date. The products were used contra-indication.

Event description:
It was reported that the anchors broke upon insertion, during a labral repair. Pieces of the anchors remain in the patient. The hospital reported no adverse consequences with the patient. This device is used for treatment.